Manufacturer narrative:
Correction made to g5: PMA/510k #: k071222 (previously na) additional information was added to h4 and h6. H4: the lot was manufactured between october 22, 2019 to october 23, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor under infused medication to a patient via PICC (peripherally inserted central catheter) line. The expected delivery time was 24 hours; however, after the expected delivery time was completed, it was observed that approximately a quarter dose was still left in the device and had not been delivered to the patient. The device had been filled with 3g of vancomycin reconstituted with 5ml of water for a total volume of 40ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.